Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. There was no alleged device malfunction contributing to the sores. The patient¿s physician advised temporarily removing device for the sores. Outcome of the irritation is unknown as follow up attempts were unsuccessful.